Event description:
This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company with a product complaint, concerns a male pt of unspecified age or origin. The pt was taking an unspecified medication for treatment of an unk indication beginning on an unk date. In 2008, the humapen ergo teal/clear pen body (lot 40200) it was reported that the pen could not actuate pressure to release the insulin. This humapen ergo, teal/clear pen body is associated with another device. The operator of the device was unk and it was unk if the operator of the device was trained. The pt had used this device model for three to four years (2004-2005). The device was returned to the company on 06-feb-2008. The initial examination on 06-feb-2008 found two both engagement tabs were broken and both spring arms were cracked. It was unk if use with another humapen ergo device was continued. Further info will be added when received.

Manufacturer narrative:
Investigation in progress. Note: this is an initial report. A f/u report will be submitted when the final eval is completed.